Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2017-06572, 1627487-2017-06573 & 1627487-2017-06580. It was reported the patient's scs system exhibited high impedance. Surgical intervention was taken, troubleshooting during intraoperative found the issue was with the leads extensions. The physician replaced one of the patient's scs dual extensions and one of the single extensions. The physician also removed the second dual extension. The patient reported receiving effective stimulation therapy postoperative.